Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged. The customer's blood glucose level was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.